Event description:
It was reported that clear liquid came out of 2 bd insulin syringes with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported finding a clear liquid coming out needle on 2 syringes."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8351929. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that clear liquid came out of 2 bd insulin syringes with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported finding a clear liquid coming out needle on 2 syringes."